Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 385cc gel breast prosthesis developed a hematoma in her right breast post implantation. Additionally, the patient felt a burning sensation in her right breast. It was reported that the breast prosthesis was incorrectly inserted into the breast and that the device was going into the patient¿s shoulder. The issues were diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 385cc gel breast prosthesis on (B)(6) 2021. The removed breast prosthesis was discarded following explant surgery.